Event description:
Information received indicates the bed has no power.

Manufacturer narrative:
The technician found the power control board was defective. The technician replaced the power control board and recalibrated the bed sensors to repair the bed.